Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch was reported due to a customer request to check for chemical colitis (chemical reside from cleaning the scope) on a asset return; however; this request does not indicate a complaint and no chemical substances were found during device evaluation. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Olympus performed a visual inspection on the ¿as received¿ condition; and the following were noticed. The distal end channel opening as well as the biopsy port opening were free of residue and foreign material. In addition, the biopsy channel and suction channel were also clear of debris when inserting an olympus brush (bw-20t) down the channel. The biopsy channel was inspected with an olympus borescope and noticed discoloring and minor scratches at the beginning of the channel opening. However, no other abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope as part of the asset return process with a request to check for chemical colitis, and further clarified the device may have chemical residue from cleaning the scope. The issue was found during reprocessing. There were no reports of patient harm.